Manufacturer narrative:
As received only the distal end of the lead was received for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of damages consistent with procedural damage. The reported events of noise and inappropriate shock therapy were not confirmed.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, episodes of noise were noted on the right ventricular (rv) lead which resulted in the patient receiving inappropriate shocks. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.